Manufacturer narrative:
.

Manufacturer narrative:
The unit came in for eval, issue was duplicated and the hard drives will be replaced and the repaired unit will be returned to the customer.

Event description:
(B)(4).